Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the infection. Treatment for the infection was not reported. It was not reported if the patient was recovered or was recovering from the infection. Pd therapy was ongoing. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4) on an unreported date, the patient experienced an infection. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. The outcome of the peritonitis event was not reported. Should additional relevant information become available, a follow-up will be submitted.